Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's son that she went in for a pacemaker changeout and expired a few hours later. The physician told the family that the external pacemaker and the internal pacemaker "conflicted." This led to a ventricular fibrilation arrest. She was defibrillated and arrested 2 more times that day. The last time she expired. No official cause of death or circumstances surrounding the death have been made available at this time. Additional information has been requested and not yet received.